Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) had no backup battery and the batteries were defective. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a 30 minute delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported using the hlm prior to cpb, at which time they observed there was no battery back-up. They stated the batteries were defective and needed to be replaced. This occurred during set-up, there was a delay to the surgical procedure of approximately 30 minutes. The surgery was completed successfully, with no blood loss and injury.

Manufacturer narrative:
The reported complaint was confirmed. Multiple diligence attempts for part return were unsuccessful therefore no product was returned for further evaluation or root cause analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.